Event description:
During a gastrectomy procedure, about 1/5 of the staples were not formed. They were still straight. The anastomosis stoma was bleeding. Changed to a new tcr75. The pt was fine after o.r. There was no pt consequence.